Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to a pinhole on the universal cord, the bending section cover had a scratch, adhesive on the bending section had a chip, switch 1 was damaged, switch 3 had a scratch, the bending angle in the up direction did not meet the standard value due to wear of angle wire, connection between insertion pipe and control unit was not secured due to looseness of insertion pipe, the light guide cover glass had a scratch, the video connector had a crack, scratch and was deformed, and the protector of the video cable section had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the flex deflectable videoscope, the unit experienced air/water leakage. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found the tip of the objective lens adhesive was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.